Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The other device listed in this report: cat # unknown, lot # unknown, description: mitch cup 44, manufacturer: depuy it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Device not returned.

Event description:
Out legal dept. Received a request of damages by the lawyer of the patient. The letter states that the patient underwent a surgery on (B)(6) 2007 left hip, mitch cup n. 44 and abg mis 3 stem. No labels are included.